Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40, lot# va1eakv, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead.

Event description:
A healthcare professional (hcp) via a manufacturer representative (rep) reported that the patient underwent a lead revision due to minimal benefit and difficulty speaking. Multiple attempts at programming were made, but did not resolve the issue. The left lead was explanted from the ventro intermediate nucleus (vim) and a new lead was implanted in the subthalamic nucleus (stn). It was unknown if the revision resolved the reported symptoms. No further complications were reported. The patient was implanted for essential tremor and movement disorders.